Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional stated that during an intraocular lens (iol) implant procedure, when the doctor attempted to load the iol into the cartridge after removing it from the packaging, a scratch was discovered on the lens. There was no patient contact.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis, and the reported complaint was observed. Iol returned positioned correctly in the iol case. Solution is dried on the iol. There is a small scratch on the edge of the optic and a scratch on the optic surface. The haptics are intact. We are unable to determine the root cause for the reported complaint scratch on lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).